Event description:
Stryker instrument, long narrow blade (29.5mm x 7.0mm) broke while in use. Numerous blade pieces recovered by dr (B)(6) and removed from field. Images reviewed at conclusion of procedure.